Event description:
Phacoemulsification left eye with insertion of intra-ocular lens implant. Alcon lens implanted after read back verification nurse to physician. Wrong lens implanted - alcon sn60at 21.od. Should have been - alcon sn60wf21.od. Alcon rep notified. States only sdiopter difference. Pt not affected. All sn60at@10d removed.